Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced two infusion set fell off events during use on 18 and 21-may-2024 each. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR device 2 of 2.